Manufacturer narrative:
The treatment tip was not returned for an evaluation. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. There is currently a corrective action in place for this issue.

Event description:
A user facility reported that prior to beginning a thermage cpt procedure and treating a patient, the treatment tip sparked. There was no patient contact with the tip and no injury.